Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had ineffective therapy. Diagnostics found the l1 lead was had high impedances on all contacts. Surgical intervention may be taken at a later date.